Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation / migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced arthralgia ("my hips hurt so bad all the time"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the perforation and arthralgia outcome was unknown. The reporter considered arthralgia and perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hip pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: case become serious incident. Essure removal surgery and date added. Event perforation added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation / migration') and embedded device ('coils embedded in those places') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and arthralgia ("my hips hurt so bad all the time"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, embedded device and arthralgia outcome was unknown. The reporter considered arthralgia, embedded device and perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hip pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: social media received. Events: coils embedded added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation / migration') and embedded device ('coils embedded in those places') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and arthralgia ("my hips hurt so bad all the time"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, embedded device and arthralgia outcome was unknown. The reporter considered arthralgia, embedded device and perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hip pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.